Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to when attempting to rotate the lead there was a lack of penetration with the lead not holding its torque. The physician suspected potential scar/fibrosis of the septum. The physician was able to penetrate the septum and the initial thresholds were adequate, however after penetrated the lead deeper, the lead testing noted no capture unipolar, nor bipolar and lead impedance was greater than 3000 ohms. The pacing system analyzer (psa) cables were changed without resolution. The rv lead was removed and examined and no clear evidence of fracture of the helix, possible proximal fracture. A new lead was implanted successfully using a stiff stylet. The attempted lead will return for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device was returned for analysis. The difficult-to-position allegation was confirmed tissue was noted entwined at the tip and deformed conductors near tip. The tissue on the tip may not have been the cause of the placement difficulty at implant, however, the tissue indicates that there was some issue with placement during implant. Based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to when attempting to rotate the lead there was a lack of penetration with the lead not holding its torque. The physician suspected potential scar/fibrosis of the septum. The physician was able to penetrate the septum and the initial thresholds were adequate, however after penetrated the lead deeper, the lead testing noted no capture unipolar, nor bipolar and lead impedance was greater than 3000 ohms. The pacing system analyzer (psa) cables were changed without resolution. The rv lead was removed and examined and no clear evidence of fracture of the helix, possible proximal fracture. A new lead was implanted successfully using a stiff stylet. The attempted lead will return for analysis. No adverse patient effects were reported. The product has returned for analysis.